Event description:
It was reported that during a procedure the laser system malfunctioned such that the coagulation mode could not be utilized as intended. However, the physician was able to continue to utilize the laser in an alternative mode. There was no report of a pt injury.